Manufacturer narrative:
Additional information: one swartz¿ braided transseptal guiding introducer, sl0¿, 63 cm length, 8.5 f was received for investigation. The dilator and sheath had been perforated proximal to the distal tip. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. The swartz braided transseptal guiding introducer instructions for use (IFU) artmt100093395 ver. B states, "during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, resistance was noted with the brk needle in the sheath. Upon withdrawal of the sheath, a puncture was noted 31cm proximal. There was no stylet used and the needle was preshaped. The sheath was replaced and the procedure was completed with no patient consequences.